Event description:
The customer reported approximately three (3) milliliters of diluted blood, leaked from the manual probe, within the unit, during self-cleaning and after aspiration involving coulter hmx hematology analyzer with autoloader. The customer noted the probe wipe alignment needed correction and continued to use the instrument only in automatic mode. The customer had on personal protective equipment (ppe), consisting of gloves and a laboratory coat during the incident. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucous membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse), discovered loose tubing on port 3 of the probe wipe block, causing the fluid leak from the probe during backwash. The fse reconnected the tubing and verified no further leaks. The fse adjusted the platelet calibration factor for manual mode (unrelated to the leak issue). The fse completed all quality control (qc) with passing results. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. The customer has an exposure control/risk management plan at the facility. (B)(4).